Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-06842. It was reported a visible csf (cerebrospinal fluid) leak occurred during a trial implant procedure on (B)(6) 2019. In turn, a blood patch was performed. Patient had headache post procedure which reportedly has since resolved.